Manufacturer narrative:
(B)(4). Please note this report was submitted on 12 august 2015. However due to an error with the FDA gateway it was not accepted. Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand. The returned breathing circuit was visually inspected and pressure tested for leak. Results: visual inspection revealed a crack on the proximal connector of the expiratory limb. Pressure test revealed that the returned breathing circuit was within specification. A lot check revealed no other complaints of this nature for lot 150422. Conclusion: we are unable to determine what may have caused the cracking noted on the returned breathing circuit connector. Previous investigations of similar complaints suggest that the observed cracking was most likely due to the connector coming into contact with cleaning chemicals resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the observed cracking occurred after the subject device was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that they found a crack on the connector of an rt265 infant dual heated evaqua2 breathing circuit after 15 days of use. No patient consequence was reported.